Manufacturer narrative:
The user experienced hyperglycemia with reported high ketones after continued ilet use prior to presentation for urgent care evaluation while device status and insulin delivery details were not available. This situation can result in worsening hyperglycemia and ketone formation when insulin is insufficient and is consistent with the observed need for urgent care evaluation for high ketones. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 10-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels unknown. The user presented for medical evaluation where the user was treated with discharged date unknown. No long-term health effects were reported.